Event description:
It was reported that the right ventricular (rv) lead had ¿abnormal¿ impedance at a follow up assessment. The rv lead remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had high/undefined superior vena cava (svc) coil impedance. It was noted that the lead was thought to be fractured and the svc coil was programmed off. The rv lead remains in use. No patient complications have been reported as a result of this event.